Event description:
It was reported that a patient underwent an total hip replacement procedure on (B)(6) 2012 and suture was used. During the procedure, the needle pulled off the suture. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Date sent to the FDA: 09/18/2012 conclusion code: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The device met performance specifications. Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-03408. The same patient is represented in each medwatch.